Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The right motor is locking up when the chair was driven causing the chair to spin to the right. The brake is locked up per tech service.